Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for a check after receiving multiple shocks for ventricular fibrillation (vf). Evaluation revealed a right ventricular (rv) lead warning for oversensing of noise and it was observed that there were five shocks delivered over the course of ten vf episodes that were unsuccessful. All episodes, however, were terminated. No changes were indicated and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.